Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is probable that the blurry image was due to a crack on the video connector. A device history record (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation for use that the subject device had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during preparation for use that the subject device had a blurry image. There were no reports of patient harm.